Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient had a short. No complications were reported or anticipated. Additional information was received from the rep stating that the patient arrived for an MRI impedance test. Short circuit was at 8 and 9 at 31 ohms. No MRI was conducted. The patient reports getting good therapy. Diagnostics/troubleshooting involved impedances taken on both the tablet and the 8840. The issue is not resolved at the time of this report. The status of effected device is reported to be stable. The cause of the short is unknown. No troubleshooting steps were taken to resolve the issue. This was confirmed by the physician. No further complications were reported or anticipated with this event.